Event description:
It was reported bd precisionglide 18 g x 1½" needle had foreign matter. The following information was provided by the initial reporter: ¿damage ¿ excessive epoxy¿.

Manufacturer narrative:
Medical device expiration date: na. Investigation summary: it was reported that there is excessive epoxy on the needle hub. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle hub. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.